Event description:
It was reported that the patient was experiencing painful shocking sensations and was unable to charge the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively. The explanted ipg was discarded by the facility and will not be returned.